Event description:
In 2007, the pt reported that his blood glucose elevated to 291 mg/dl. He stated that his blood glucose was "fine" when he woke up and he ate breakfast and bolused 9 units of insulin. He then exercised for a two and a half hrs and his blood glucose measured 134 mg/dl. He stated that 2 hrs later his blood glucose elevated to 247 mg/dl and bolused through his infusion device. Two hrs later his blood glucose was elevated to 291 mg/dl. The pt stated that he had changed his infusion site that morning. The pt was instructed to remove the infusion site and he stated that the cannula was bent. The pt was instructed to insert a new infusion site. Upon follow up on four days later, the pt's wife stated that the pt was doing well and his blood glucose had improved after changing the infusion site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.